Event description:
A report was received that the patient's ipg was non-functional. It was also noted that the patient was experiencing additional discomfort in his back due to the location of the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure. No device malfunction was suspected. No further course of action at this time. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's ipg was non-functional. It was also noted that the patient was experiencing additional discomfort in his back due to the location of the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.